Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a leak had been noticed prior to the pump being connected. The blue tab had been removed after the cassette was filled. The event occurred at the patient's home.

Manufacturer narrative:
H3: the device was returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. A functional test was performed, and the leak was confirmed in the medication bag due to a pin hole. The allegation made by the customer was confirmed. The cause of the reported issue was due inconsistent bag sealing during manufacturing.